Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test, sensor passed per specification. Then performed a bicarbonate buffer test, and sensor passed per specifications with accurate readings.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 39 mg/dl. The customer also stated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 92 mg/dl. Insulin delivery was suspended due to sensor values. The sensor glucose values of the customer were 40 to 100 points off. Sensor glucose value that triggered the suspend event was 40 mg/dl. Suspend on low limit in sensor settings was 50 mg/dl. The customer experienced the blood glucose value up to 302 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was not performed for low blood glucose values. The sensor will be returned for analysis.